Manufacturer narrative:
This report is to follow up with medwatch# 2600320000-2016-8021ra has received the incident device and engineering is currently investigating the returned unit. A follow-up report will be sent upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic left colectomy - "the plastic netting in the alexis broke during the case." Patient status - "unknown." "Laparoscopic left colectomy - "the plastic netting of the alexis wound retractor in the gel port broke. The device was taken off the fields and a new device was opened."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The alexis wound retractor was unrolled and visually inspected. Upon inspection, engineering noticed a punctured hole with stretch marks surrounding the hole in the sheath. Engineering requested additional information about the instruments used during the procedure, but no additional information was provided. Based on the stretching of the sheath leading to the puncture, the tear is likely the result of instrument damage. Engineering attempted to replicate similar tears without instruments in prior testing, but was not able to produce a tear or similar stretch marks comparable to the returned unit. During the manufacturing process, all alexis sheaths are 100% visually inspected for damage. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the exact root cause could not be confirmed, prior testing has shown that the event can be replicated in the presence of instruments. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up with medwatch# (B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.